Event description:
The customer reported that the primary IV set which was connected to an extension set was found on the floor. The male luer tip of the extension set was noted to be broken off in the PICC line female luer during infusion of multiple medications. A new primary set and extension set were hung.

Event description:
The received medsun report from the FDA noted, "rn found the IV tubing with care fusion extension set attached to the patient's double lumen PICC line on the floor with the tip of the care fusion extension set broken. Rn gathered a new set of tubing and a new care fusion extension set to replace the contaminated set. When the rn attached the new set of tubing to the patient's PICC line, the care fusion extension set plastic tip cracked, snapped and detached."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report that the primary IV set which was connected to an extension set was found on the floor was confirmed. During the visual inspection it was noted that the distal male luer tip of the mp9232-c was broken off and lodged inside the mp1000-c and the mp9232-c spin collar from the distal male luer had been forcefully twisted off with some type of tool such as a pliers or forceps. Functional testing was not performed on the set or the mp1000-c due to the condition of the sets distal male luer and the maxplus positive pressure connector when received. The root cause that the primary IV set which was connected to an extension set was found on the floor was not identified.